Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gastric tube. The customer states: shaft of button split causing stomach contents to spill out onto abdomen. On attempting to remove the already split button the shaft split in half. The lower end was caught and removed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.